Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the batteries were not charging and that the x-ray batteries were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the x-ray batteries on the imaging system were not charging and that the indicator lights were not illuminated. It was reported that the system had not been charged overnight and was used in several procedures without issue. The reported issue was discovered between procedures and the imaging system was used for the remainder of the day. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Device evaluation: the site returned the 8 pack battery kit to the manufacturer for evaluation, however, upon inspection of the returned product it was found to be unused and unopened. As a result, no testing methods were performed.